Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-50, serial # (B)(4), description: linear 3-4 lead, 50cm. Model # sc-1110-02, serial # (B)(4), description: precision implantable pulse generator (ipg) model # sc-3138-55, serial # (B)(4). Description: scs phiii ext 55cm, model # sc-4316, lot # 14973260, description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's lead had migrated and was sticking out. The patient was explanted due to a risk of infection. The patient is reportedly doing well.